Manufacturer narrative:
H3 device evaluation: the lens was returned dry with debris on lens in liquid in a microcentrifuge vial. Visual inspection found haptic torn and debris throughout the lens. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -5.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens had torn/ broke during injection/ delivery into the eye. Significant low vault was also reported and noted "icl touches crystalline lens". There was no patient injury. On (B)(6) 2021 the lens was explanted and later the same date a replacement lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as the device.